Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The broken needle point condition on the needle is consistent with passing the needle through challenging tissue (thick or calcified) or hitting the acromion. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The strip thickness and width dimension on the needle was confirmed to be within specification. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a left shoulder procedure with the use of a fastpass scorpion, ar-13997sf lot 55881 ((B)(4)) a piece of the surefire scorpion needle, ar-13991n lot 10020739 ((B)(4)) stayed in the patient. An x-ray was done and it was determined that the needle was not seen as a loose body in the patient. The missing piece was never located inside or outside the patient field. It was decided that a second surgery was not going to be performed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that during a left shoulder procedure with the use of a fastpass scorpion, ar-13997sf lot 55881 (B)(4) a piece of the surefire scorpion needle, ar-13991n lot 10020739 (B)(4) stayed in the patient. An x-ray was done and it was determined that the needle was not seen as a loose body in the patient. The missing piece was never located inside or outside the patient field. It was decided that a second surgery was not going to be performed.